Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad¿, ¿adjust belt¿ messages) was confirmed due to ECG ¿c&d¿ cable being pinched and having damaged wires. The belt did not pass falloff testing. The root cause for the pinched cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy pad" and "adjust belt" messages.